Manufacturer narrative:
All available information was investigated, the returned device analysis confirmed mechanical jam due to an observed knotted lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the observed knotted lock line. However, a conclusive cause for the knotted lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An xtw clip was inserted and placed on the mitral valve; therefore, the clip was attempted to be deployed. However, the lock line became stuck after removing roughly 30cm. Troubleshooting was performed, but the lock line was still unable to be removed. The physician decided to open the clip and remove the clip delivery system (cds). One clip was then deployed on the mitral valve, reducing mr to a grade of less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.